Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8596sc, serial# (B)(4), type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. No drug information provided. It was reported the patient had gone to the office the day before the report for a refill. The patient reported increased pain and was not feeling well. The pump was flipped and unable to access so the physician flipped the pump under fluoroscopy and was able to be filled. The correct amount of drug was aspirated out of the pump at the time of the refill. The patient was given an increase at the time of refill. However, the patient had called the physician the day of the report and complained his symptoms were worsening. The physician scheduled catheter exploration for the next day. The catheter exploration was performed by the hcp that helped another hcp implant the pump. The pump was flipped over at the time the pocket was opened. The catheter appeared normal, no twisting or kinking. Catheter aspiration was attempted but unsuccessful. One of the hcps believed there was a possibility the catheter could have been occluded when the pump was flipped. The pump was re-anchored down. Nothing further was performed. The cause of the increased pain was undetermined. The physician office had had no further complaints from the patient since the catheter exploration was done. Follow-up not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.